Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.